Manufacturer narrative:
A review of the device¿s serial number history did not identify any prior similar complaints. At this time, the reported failure mode has not been confirmed, and the probable cause remains unknown. The investigation is ongoing. Reference complaint # (B)(4).

Event description:
Intuvie received a report alleging that the device was not infusing properly. No additional details were provided regarding the reported infusion issue. No patient harm was reported.